Event description:
It was reported that the pump contained prialt which had been discontinued in 2006 due to adverse side effects. The pt had sought alternative therapy. The pump had been filled with saline and a reservoir volume discrepancy was noted at a later date; more volume was in the pump than expected. The prialt therapy was restarted in late 2007. Two weeks later, the pump was rechecked and again, it was noted that there was more volume in the pump than anticipated. The patient had not experienced relief of pain during that time, and it was concluded that the pump was "defective". The hcp did not plan to replace the pump; the prialt will be discontinued and the patient will begin alternative treatment.